Event description:
It was reported that the customer had high blood glucose levels of 519 mg/dl. The customer was hospitalized on (B)(6) 2014. The customer was hospitalized due to high blood glucose levels. The customer was not wearing the insulin pump at the time of hospitalization. The customer reported several no delivery alarms from the insulin pump. The customer also had a motor error from the insulin pump. The customer also reported that one of the buttons on the insulin pump was unresponsive. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump; and to revert to a back-up plan per the health care provider's instruction. No add'l info was provided.

Manufacturer narrative:
Unit passed functional test including a 21 error test, displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No battery out limit, no unexpected restart, no motor error alarm or excessive no delivery alarms noted. Unit functioned properly. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. All buttons functioning properly. No damage on keypad assembly noted during visual inspection. J2 lcd connector was visually inspected and no anomaly was noted.